Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer was admitted to the hospital due to elevated blood glucose level caused by an e-10 (cartridge error) message on the pump; was treated with glargine and aspart by injection. Caller stated the customer purchased the pump in (B)(6). Requested return of the alleged device for evaluation.